Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed that the batteries discharged without observed anomalies. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing revealed that the capacities of the batteries were lower than expected. It was noted that the batteries had a cycle counts of 324, 332, 354, and 280, respectively and there was a time difference of 1314 days between the manufacturing date of the batteries and the reported event date. This indicates that the batteries were most likely not in use for an extended period. Hence, the batteries were susceptible to an expected degradation of capacity as a result of non-usage. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to an expected degradation of the batteries as a result of non-usage over time. Additional products: d1: battery, d4: serial#: (B)(6), d9: yes, return date: 22-jan-2021, dev rtn to MFR? Yes, h6: FDA method code(s):b01, b15, h6: FDA results code(s): c020701, h6: FDA conclusion code(s): d02; d1: battery, d4: serial#: (B)(6), d9: yes, return date: 22-jan-2021, dev rtn to MFR? Yes, h6: FDA method code(s):b01, b15, h6: FDA results code(s): c020701, h6: FDA conclusion code(s): d02; d1: battery, d4: serial#: (B)(6), d9: yes, return date: 22-jan-2021, dev rtn to MFR? Yes, h6: FDA method code(s):b01, b15, h6: FDA results code(s): c020701, h6: FDA conclusion code(s): d02, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2018, serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 30-apr-2017. (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2018, serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-apr-2017, (B)(4). Brand name: heartware ventricular assist system ¿battery, model #: 1650de, catalog #: 1650de, expiration date: 30-apr-2018, serial or lot#: (B)(4), UDI #: (B)(4). Concomitant medical products: no. Mfg date: 30-apr-2017. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that all four batteries were exhibiting a reduced battery life. The batteries will be replaced. No patient complications have been reported as a result of this event.